Event description:
According to the reporter, during a laparoscopic appendectomy procedure, while being applied on the initial entry, the surgeon tried to insert the device into the trocar but it would not go through. It also made a strange noise on all ports. They opened a new trocar to complete the case. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the obturator, cannula, trocar, envelope seal, circular seal and radially expandable sleeve all appeared intact. The insufflation port appeared intact. Pmv performed functional testing: the device passed an air leak test. The obturator was inserted and removed cleanly from the cannula. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.